Event description:
Additional information was received. It was noted that the patient status was alive without injury. The patient was fine.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received morphine 10 mg/ml at a dose of 3.093 mg and clonidin 37/5 mcg/ml at a dose of 11.599 mcg/day. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was unknown. The implant date was not reported. It was reported that during normal use on (B)(6) 2016 the patient had more pain and the pump had alarmed every hour. The patient ¿must have¿ oral medicine. When programming the physician saw a motor stop. Diagnostic testing/troubleshooting was reported as new programming but the pump was ¿standing¿. The pump logs from (B)(6) 2016 were provided and indicated the pump had stalled on (B)(6) 2016 at 02:46 with a stopped pump period may exceed tube set on (B)(6) 2016 at 02:44. In regards to any environmental, external or patient factors that might have led to or contributed to the event, it was provided that the patient had more pain and the pump gave an alarm. As a result a new pump was implanted on (B)(6) 2016 and the patient was fine and everything was ok. At the time of the report that issue was resolved and the patient¿s status was alive-with injury. The pump was expected to be returned.

Manufacturer narrative:
Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model#8637-20 , serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. The pump was received with 19ml of fluid in the reservoir and programmed to simple continuous infusion mode. The pump memory logs showed multiple motor stalls and motor stall recoveries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.